Event description:
Sheath inserted during cath procedure on 3/8/99. Pt was transferred to floor on 3/9/99. Pt was taken to or for CABG. (Sheath remained in post op). On 3/10/99 at 4 am cardiovascular unit staff noticed leaking from hub. Line discontinued - no harm to pt.